Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no visible issues, and the unit extended and retracted according to specifications during functional evaluation. The condition of the returned device was not consistent the complaint that the wire broke; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, when the physician checked the function of the snare after unpacking, it was found that the wire connecting the snare and the handle was broken (it is unknown if the broken wire referred to the working length or to the handle cannula). The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed non-reportable based on investigation results: no product issue found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2011. According to the complainant, when the physician checked the function of the snare after unpacking, it was found that the wire connecting the snare and the handle was broken (it is unknown if the broken wire referred to the working length or to the handle cannula). The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.